Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently changed personal profile settings. Tandem technical support assisted customer in correcting settings and customer resumed insulin therapy. Customer's blood glucose was 276 mg/dl.